Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl and the current blood glucose level was 570 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer was not alleging pump was under delivering. Customer stated that the drive support cap appears normal. Customer stated insulin exited at the quick release. Customer was able to perform high pressure test at that time and insulin pump passed the test. The device will be returned for analysis.